Event description:
Pca set was in use on a pump to deliver tpn and vasopressor drugs for the newborn pts. One pt was a post op heart pt. The second pt's existing condition was not reported. In each case, during use the set was found to have cracked near the y-site, causing some retrograde flow of medication and blood to the crack location and some "insignificant" leaking. The post op heart pt experienced a drip in blood pressure while being visited by the internist and surgeon. The b/p went to 48/20. Hemostats had to be used to remove the "very tight" connection of this y-site set. Saline solution was used to restart the tpn line and the lipids were discontinued. B/p returned to normal baseline "in seconds" without sequela upon reopening medication line. The second event had occurred within 8 hours of this post op pt, and also resolved immediately after changing the set and restarting the medication IV line.